Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an office device check. Atrial and ventricular noise reversions were noted. The ventricular noise reversions were noted to be emi. There were atrial noise reversions that were also emi; however there was true atrial lead noise noted and was reproducible. No intervention has been performed at this time as the patient is approaching eri. The decision will be made by the md at the time of generator change on the best course of action regarding the atrial lead. The patient was stable.